Event description:
The reporter stated that the surgeon was inserting a competitor's lens using the msi-pm injector and the plunger on the injector over-rode on the trailing plate haptic and the haptic tore. The lens was removed and another model lens was inserted. Suture required to close the incision. The reporter stated that the pt's postoperative manifest refraction is-1.00-1.75 x 015, and best corrected visual acuity is 20/20-3, uneventful recovery.